Event description:
Adverse event: "no pt impact" (no consequences or impact to pt). Product problem: "incorrect item" (incorrect device or component shipped). The customer reported they received a 23 gauge cassette pack that came with a 20 gauge cannula inside. No pt impact was reported. Additional follow-up info has been requested.

Event description:
Customer reportedly received results of 260 mg/dl and 94 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.